Event description:
It was reported that during implant atrial lead implant procedure, no abnormality noticed during inspection prior to use. The head of the atrial lead became entangled with a portion of tricuspid valve and the lead could not be fixed. Physician replaced it with another lead to complete the procedure. No patient complications have been reported as a result of this event.